Event description:
Reportedly, the pacemaker was replaced on (B)(6) 2021 because the battery almost reached the recommended replacement time, though it had been implanted for 6 years. The device was programmed in safer pacing mode, with atrial and ventricular pacing outputs set at 2.5v. The rate response was not activated. The patient was paced at 100% in the atrium and 30% in the ventricle. Preliminary analysis revealed that premature battery depletion occurred according to hrs guidelines. Nevertheless, the relevance of this estimation is questionable, since it is based on the sole provided patient file dated (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was replaced on (B)(6) 2021 because the battery almost reached the recommended replacement time, though it had been implanted for 6 years. The device was programmed in safer pacing mode, with atrial and ventricular pacing outputs set at 2.5v. The rate response was not activated. The patient was paced at 100% in the atrium and 30% in the ventricle. Preliminary analysis revealed that premature battery depletion occurred according to hrs guidelines. Nevertheless, the relevance of this estimation is questionable, since it is based on the sole provided patient file dated (B)(6) 2021.